Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the mid left anterior descending coronary artery (mlad). After a 2.75x28mm xience sierra rx drug-eluting stent (des) was implanted successfully, a distal edge dissection was noted. Therefore, the dissection was treated with a 2.5x18mm xience sierra des and the procedure was completed. There was no adverse patient sequela nor clinically significant delay in procedure reported. No additional information was provided.